Event description:
The patient is a paraplegic that has used the intermittent urinary catheter for 7-8 years. Upon becoming incontinent, patient went to the urgent care and was treated for a bladder infection (date unknown). During a follow-up visit with urologist on (B)(6) 2006, the patient was admitted to the hospital for antibiotics. The patient was taken to the operating room on (B)(6) 2006, for cystoscopy and dviu. The cystoscopy indicated that there was a clear cylindrical object in his bladder. The patient was found to had a dilated urethral tract, therefore, the object was able to be removed from the bladder without requiring incisions. A cylindrical piece of silicone was removed from the patient's bladder. The patient was monitored and discharged to go home on (B)(6) 2006. The patient reported that the follow-up visit with the urologist on (B)(6) 2005, indicated that the bladder was clear of infection and all foreign material. The cylindrical piece of silicone removed from the patient's bladder appeared to be the end of a silicone introducer tip used by a number of manufacturers on closed system intermittent urinary catheter systems.

Manufacturer narrative:
Evaluation summary - the patient is not aware of when silicone tip may have become dislodged in his bladder, therefore, the catalog number and lot number could not be confirmed. However, the patient has reportedly been using the apogee product for almost a year. Photographs of the portion of the silicone tip which was removed from the patient's bladder have been inspected. It appears that the tip of the molded component was torn off. The cross-cuts in the end of the tip through which the catheter passes were present per the specifications. The supplier of the apogee silicone tip has performed an analysis of the molding process and the secondary slitting operation and did not found any steps in their process that may have contributed to this defect. Apogee medical has reviewed their assembly process and did not found any steps in the assembly process that may have contributed to this defect. Tensile testing of random samples has being performed to evaluate the integrity and strength of the molded component. Results of the tests there were no weaknesses detected in the molded components. Neither the supplier or apogee medical has ever noted (verbal or written) a defect of this type.